Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer is asking if customer can repair equipment. No explanation of the issue provided. No patient involvement.